Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited loss of capture and oversensing. The lead was reprogrammed. The patient was fine.